Event description:
A report was received that the patient underwent a pocket revision due to losing weight causing the ipg to be superficial to the skin. The patient's weight loss is not related to the device. The patient is doing well following the revision.